Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sep2019. The pse performed operational check and confirmed the reported led issue. The pse replaced the power switch overlay to resolve the reported issue. No parts were returned for failure investigation. During pm, the pse replaced the power switch overlay to address the issue of power switch led failure. The unit was tested and passed. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance (pm), the product support engineer (pse) reported the power led went off by vibration. The customer reported there was no patient involvement.